Manufacturer narrative:
Continued: h.6 f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. Device has explanted and replaced. This record relates to the left side.

Event description:
Healthcare professional reported rupture. Device has explanted and replaced. This record relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken observed on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) and missing shell assessed as inconclusive. Additional observations: black particles observed inner the surface of the shell. No further actions are required as the device was implanted.